Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed on the ra lead. Patient had twiddler¿s syndrome and was previously noted to have had lead reposition due to twiddler¿s syndrome as well. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
Additional information: h4.

Manufacturer narrative:
Additional information: h4.